Event description:
It was discovered during a pm that the 2800 system needed the crash and splash microswitch replaced. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The microswitch was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.